Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the insulin pump alarmed critical pump error. Blood glucose level at the time of the call was unknown. Customer stated that the insulin pump was accidentally dropped into the toilet. Unable to do troubleshooting due to critical pump error. The customer was advised to discontinue the use of the device and to revert to the back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display or critical pump error noted during testing. However, corroded electronic assembly and corroded motor assembly noted during visual inspection. Unit received with minor scratched lcd window, cracked case(battery tube), cracked case and cracked retainer.